Manufacturer narrative:
It was reported that the device was taken to the hospital's pathology department and subsequently discarded. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve moved from its targeted position during deployment. An attempt was made to withdraw the valve into the introducer sheath of another manufacturer; however, the introducer sheath had a kink in it and the valve could not be recovered. The valve was deployed at that location (aortic arch/left subclavian artery ostia) to avoid any damage. The patient subsequently underwent open heart surgery for replacement of both the native aortic and mitral valves; this device was explanted during that procedure. No subsequent adverse patient effects were reported beyond open heart surgery.

Manufacturer narrative:
Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Valve dislodgement complaints are typically the result of tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others, and are typically not related to a device malfunction. This event does not allege a device malfunction occurred. As the valve was partially deployed, the capsule could not be fully closed and therefore was not supporting the tip. This likely allowed a gap between the tip and the capsule, causing the tip to snag on either the sheath or the deployed valve. The user attempted to retrieve the valve though retrieval after partial deployment is not recommended in the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.